Event description:
Hcp reported the patient was having surgery to extend their spinal fusion to treat a transitional syndrome above their previous fusion. Patient thad a spinal cord stimulator in place to treat their radicular pain. During the surgery, the electrocautery somehow turned on the battery of the stimulator to full power and the patient was in pain most of the night until the pain service person was able to turn the unit off. The device has been working normally since then and the patient has had no further problems.